Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatches being submitted. See also medwatch 2210968-2012-06908, 2210968-2012-06910 and 2210968-2012-06911. The same patient is represented in each medwatch. (B)(6).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 in order to treat vaginal vault prolapse, rectocele, stress urinary incontinence, and urinary frequency. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring, and abnormal migration of mesh. It was reported that the patient underwent a hysterectomy in 2005. It was reported that the patient underwent mesh removal on (B)(6) 2010. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat vaginal vault prolapse, cystocele, rectocele, stress urinary incontinence and urinary frequency. It was reported that the patient underwent the concurrent procedures of pelvic laparotomy with abdominal sacrocolpopexy, bso, perineorrhaphy, posterior vaginal repair and cystoscopy during mesh implantation.